Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and eleven months post filter deployment, computerized tomography (CT) revealed there was symmetric opening of the inferior vena cava filter with protrusion of the struts / barbs maximum of approximately 5 mm beyond the lumen. The protruded struts / barbs were significantly below level of the transverse duodenum. Two of the struts contacted right side of the distal aorta without protrusion into the lumen. Filter was located below the level of renal veins. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for the alleged pulmonary embolism (pe) post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 12/2010). H11: h6 (device, method and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a super morbidly obese patient at high risk for thromboembolic event, had a vena cava filter deployed in preparation for scheduled gastric bypass. The vena cava filter was deployed below the renal veins. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism. The patient status was not provided.